Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. Abbott technical support reviewed the event and confirmed the reported events. The ra lead was capped and replaced to resolve the event and the patient was in stable condition. During the revision procedure, insulation damage was observed on the proximal end of the ra lead.